Event description:
Additional information received reported that when measuring electrode impedances, electrode six and seven came back as question mark.

Event description:
It was reported there were impedances greater than 4,000 ohms measured for group impedance. It was noted the patient had an extension revision in (B)(6) 2011 due to the high impedance, but that did not resolve the impedances. A longevity calculation was completed with amplitude set around 1.5 and 1.6v. The estimated longevity for the estimated replacement indicator was 3.27 years. End of service status was projected in 3.44 years. The calculation was completed again to reflect a 4 month period where the patient had the amplitude set at 4.0v. This shortened longevity to 11-12 months. The exact longevity of the battery was unknown as the patient did not have the same settings throughout. It was stated the implantable neurostimulator (ins) had been implanted since (B)(6) 2010. As of the date of this report, the patient was "getting therapy overall with some slight return of dystonic symptoms". Two days later, it was reported a replacement surgery was planned for the ins in (B)(6) "as the device had been in for 4 months short of one year". It was unclear how long the ins had been implanted in the patient as this information conflicts with previously reported information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_ext, product type: extension. Product ID neu_unknown_ext, product type: extension. Product ID neu_unknown_ext, product type: extension. Product ID neu_unknown_ext, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).